Event description:
Bayer case number: (B)(4). Constant pain [pelvic pain female]. Dysthyroidism [dysfunction thyroid]. Joint pain. Loss of flexibility [mobility decreased]. Multiple otorhinolaryngological [ear, nose and throat disorder]. Digestive symptom [digestion impaired]. Nervous symptoms [nervous system disorder]. Dental problems [tooth disorder]. Musculoskeletal symptoms [musculoskeletal disorder]. Digestive problems [digestion impaired]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("constant pain") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 24 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), thyroid disorder ("dysthyroidism"), arthralgia ("joint pain"), mobility decreased ("loss of flexibility"), ear, nose and throat disorder ("multiple otorhinolaryngological"), nervous system disorder ("nervous symptoms"), tooth disorder ("dental problems"), musculoskeletal disorder ("musculoskeletal symptoms") and a first episode of dyspepsia ("digestive problems"). On unknown date she experienced a second episode of dyspepsia ("digestive symptom"). The patient was treated with surgery (laparoscopic surgery for excision of the essures. Subtotal hysterectomy). Essure was removed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to thyroid disorder, arthralgia, pelvic pain, mobility decreased, ear, nose and throat disorder, the second episode of dyspepsia, nervous system disorder, tooth disorder, musculoskeletal disorder or the first episode of dyspepsia. The reporter commented: period of occurrence according to the patient, side effects have been observed since the insertion in 2009. Female patient who had undergone tubal ligation by essure in 2009 who consulted for removal of the essures in the context of non-systematized multimodal symptoms of progressive onset. Since the procedure, the patient has described dysthyroidism, joint pain, constant pain with loss of flexibility, multiple otorhinolaryngological, respiratory, digestive, nervous, dental and musculoskeletal symptoms. Laparoscopic surgery for excision of the essures. Subtotal hysterectomy required due to excessive adhesion of the device in the uterine horn. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) constant pain [pelvic pain female] dysthyroidism [dysfunction thyroid] joint pain [joint pain] loss of flexibility [mobility decreased] multiple otorhinolaryngological [ear, nose and throat disorder] digestive symptom [digestion impaired] nervous symptoms [nervous system disorder] dental problems [tooth disorder] musculoskeletal symptoms [musculoskeletal disorder] digestive problems [digestion impaired] case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("constant pain") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 24 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), thyroid disorder ("dysthyroidism"), arthralgia ("joint pain"), mobility decreased ("loss of flexibility"), ear, nose and throat disorder ("multiple otorhinolaryngological"), nervous system disorder ("nervous symptoms"), tooth disorder ("dental problems"), musculoskeletal disorder ("musculoskeletal symptoms") and a first episode of dyspepsia ("digestive problems"). On unknown date she experienced a second episode of dyspepsia ("digestive symptom"). The patient was treated with surgery (laparoscopic surgery for excision of the essures. Subtotal hysterectomy). Essure was removed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to thyroid disorder, arthralgia, pelvic pain, mobility decreased, ear, nose and throat disorder, the second episode of dyspepsia, nervous system disorder, tooth disorder, musculoskeletal disorder or the first episode of dyspepsia. The reporter commented: period of occurrence according to the patient, side effects have been observed since the insertion in 2009. Female patient who had undergone tubal ligation by essure in 2009 who consulted for removal of the essures in the context of non-systematized multimodal symptoms of progressive onset. Since the procedure, the patient has described dysthyroidism, joint pain, constant pain with loss of flexibility, multiple otorhinolaryngological, respiratory, digestive, nervous, dental and musculoskeletal symptoms. Laparoscopic surgery for excision of the essures. Subtotal hysterectomy required due to excessive adhesion of the device in the uterine horn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Constant pain [pelvic pain female] abnormal uterine bleeding [abnormal uterine bleeding] dysthyroidism [dysfunction thyroid] joint pain [joint pain] loss of flexibility [mobility decreased] multiple otorhinolaryngological [ear, nose and throat disorder] digestive symptom [digestion impaired] nervous symptoms [nervous system disorder] dental problems [tooth disorder] musculoskeletal symptoms [musculoskeletal disorder] digestive problems [digestion impaired] removal performed during the essure placement procedure due to incorrect device location [device dislocation] endometriosis [endometriosis] adenomyosis [adenomyosis] myoma [myoma] gynecological malignancy or pre-malignant condition [malignant female reproductive tract neoplasm nos]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("constant pain") in a 56 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, carpal tunnel syndrome, appendectomy and body mass index normal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 24 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), thyroid disorder ("dysthyroidism"), arthralgia ("joint pain"), mobility decreased ("loss of flexibility"), ear, nose and throat disorder ("multiple otorhinolaryngological"), nervous system disorder ("nervous symptoms"), tooth disorder ("dental problems"), musculoskeletal disorder ("musculoskeletal symptoms"), a first episode of dyspepsia ("digestive problems") and device dislocation ("removal performed during the essure placement procedure due to incorrect device location"). Essure was removed on (B)(6) 2024. On unknown date she experienced a second episode of dyspepsia ("digestive symptom"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have leiomyoma ("myoma") and genital neoplasm malignant female ("gynecological malignancy or pre-malignant condition"). The patient was treated with surgery (laparoscopic surgery for excision of the essures, subtotal hysterectomy required as device too firml). At the time of the report, the pelvic pain and arthralgia were resolving and the device dislocation had resolved. The outcomes for thyroid disorder, mobility decreased, ear, nose and throat disorder, nervous system disorder, tooth disorder, musculoskeletal disorder, endometriosis, adenomyosis, leiomyoma, abnormal uterine bleeding, genital neoplasm malignant female and the last episode of dyspepsia were unknown. The reporter considered abnormal uterine bleeding, adenomyosis, arthralgia, device dislocation, the first episode of dyspepsia, the second episode of dyspepsia, ear, nose and throat disorder, endometriosis, genital neoplasm malignant female, leiomyoma, mobility decreased, musculoskeletal disorder, nervous system disorder, pelvic pain, thyroid disorder and tooth disorder to be related to essure administration. The reporter commented: period of occurrence according to the patient, side effects have been observed since the insertion in 2009. Female patient who had undergone tubal ligation by essure in 2009 who consulted for removal of the essures in the context of non-systematized multimodal symptoms of progressive onset. Since the procedure, the patient has described dysthyroidism, joint pain, constant pain with loss of flexibility, multiple otorhinolaryngological, respiratory, digestive, nervous, dental and musculoskeletal symptoms. Laparoscopic surgery for excision of the essures. Subtotal hysterectomy required due to excessive adhesion of the device in the uterine horn removal less than 6 months during the post-operative visit on (B)(6) 2024, the patient estimated at least 30% to 40% less pain. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery. Hysterectomy performed for endometriosis, adenomyosis, myoma, abnormal uterine bleeding & gynecological malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.72 kg/sqm. [Microscopy] (date unknown): fibrous changes to both tubes, some inflammatory changes. [Pathology test] (date unknown): 2 essures and 2 fallopian tubes found: one tube is fibrous with an essure in it and measures 5 cm long, the other corresponds to the distal fragment with a normal infundibulum and measures 3 cm in length. Another fragment of the fallopian tube is found, containing an essure, still connected to a uterine horn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2024: essure device removal questionnaire received. New events device dislocation, endometriosis, adenomyosis, myoma, abnormal uterine bleeding & gynecological malignancy were added. Patients details date of birth height weight added. Medical history added. Lab data including surgical pathology report added. Essure removal date added. Reporter causality changed to related for all events. Event outcome updated recovering resolving for pain. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Constant pain [pelvic pain female], abnormal uterine bleeding [abnormal uterine bleeding], dysthyroidism [dysfunction thyroid], joint pain [joint pain], loss of flexibility [mobility decreased], multiple otorhinolaryngological [ear, nose and throat disorder], digestive symptom [digestion impaired], nervous symptoms [nervous system disorder], dental problems [tooth disorder], musculoskeletal symptoms [musculoskeletal disorder], digestive problems [digestion impaired], removal performed during the essure placement procedure due to incorrect device location [device dislocation], endometriosis [endometriosis], adenomyosis [adenomyosis], myoma [myoma], gynecological malignancy or pre-malignant condition [malignant female reproductive tract neoplasm nos]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("constant pain") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, carpal tunnel syndrome, appendectomy and body mass index normal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 24 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), thyroid disorder ("dysthyroidism"), arthralgia ("joint pain"), mobility decreased ("loss of flexibility"), ear, nose and throat disorder ("multiple otorhinolaryngological"), nervous system disorder ("nervous symptoms"), tooth disorder ("dental problems"), musculoskeletal disorder ("musculoskeletal symptoms"), a first episode of dyspepsia ("digestive problems") and device dislocation ("removal performed during the essure placement procedure due to incorrect device location"). On unknown date she experienced abnormal uterine bleeding ("abnormal uterine bleeding"), a second episode of dyspepsia ("digestive symptom"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have leiomyoma ("myoma") and genital neoplasm malignant female ("gynecological malignancy or pre-malignant condition"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (laparoscopic surgery for excision of the essures, subtotal hysterectomy required as device too firml). At the time of the report, the pelvic pain and arthralgia were resolving and the device dislocation had resolved. The outcomes for abnormal uterine bleeding, thyroid disorder, mobility decreased, ear, nose and throat disorder, nervous system disorder, tooth disorder, musculoskeletal disorder, endometriosis, adenomyosis, leiomyoma, genital neoplasm malignant female and the last episode of dyspepsia were unknown. The reporter considered abnormal uterine bleeding, adenomyosis, arthralgia, device dislocation, the first episode of dyspepsia, the second episode of dyspepsia, ear, nose and throat disorder, endometriosis, genital neoplasm malignant female, leiomyoma, mobility decreased, musculoskeletal disorder, nervous system disorder, pelvic pain, thyroid disorder and tooth disorder to be related to essure administration. The reporter commented: period of occurrence according to the patient, side effects have been observed since the insertion in 2009. Female patient who had undergone tubal ligation by essure in 2009 who consulted for removal of the essures in the context of non-systematized multimodal symptoms of progressive onset. Since the procedure, the patient has described dysthyroidism, joint pain, constant pain with loss of flexibility, multiple otorhinolaryngological, respiratory, digestive, nervous, dental and musculoskeletal symptoms. Laparoscopic surgery for excision of the essures. Subtotal hysterectomy required due to excessive adhesion of the device in the uterine horn. Removal less than 6 months during the post-operative visit on (B)(6) 2024, the patient estimated at least 30% to 40% less pain. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery. Hysterectomy performed for endometriosis, adenomyosis, myoma, abnormal uterine bleeding & gynecological malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.72 kg/sqm. [Microscopy] (date unknown): fibrous changes to both tubes, some inflammatory changes. [Pathology test] (date unknown): 2 essures and 2 fallopian tubes found: one tube is fibrous with an essure in it and measures 5 cm long, the other corresponds to the distal fragment with a normal infundibulum and measures 3 cm in length. Another fragment of the fallopian tube is found, containing an essure, still connected to a uterine horn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.